Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead had no capture at maximum outputs and had undefined. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.